Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection of the returned device, it was determined that due to a pinhole on universal cord, water tightness was lost. The evaluation of the returned device also revealed the additional findings: adhesive around objective lens was peeled; due to damage on lock engagement lever, bending section could not be fixed firmly; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; video connector case had a crack; video connector had a crack; switch #1 was damaged; adhesive on bending section cover had a chip; due to damage on charge-coupled device (ccd) unit, the image has white dots; and scratches were found on multiple components of the device. The device was subsequently repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company representative reported to olympus, the air/water flow system on the endoeye flex deflectable videoscope had air/water flow issues. During testing and inspection of the returned device, the adhesive part of the objective lens was peeled off, which had been attributed due to stress of repeated use, external factors, or handling. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ of the operator's manual as below. "[Inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.